Manufacturer narrative:
H11: through follow-up communication livanova learned that: the perfusionist was delivering cpl via a 4:1 ratio blood: crystalloid. Only cpl-c (crystalloid) pump stopped, while cpl-b (blood) pump continued. It was confirmed that the stopped pump could not be restarted (i.e. By turning the knob). The only way to have the pump to work again was to switch to manual and, after that, the pump could be properly controlled. It is unknown if an error code had been displayed when the pump stopped. The issue has not happened since. Cardioplegia pressure had also disappeared from the display on the cockpit after the pump stopped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an essenz pump, used as cardioplegia one, stopped during procedure. Blood pump and cardioplegia pump had to be switched to manual mode to continue. Customer also noted that cardioplegia pressure disappeared from the essenz cockpit display. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm system. The incident occurred in wolverhampton, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the fault was experienced with an essenz console running version 1.4.1. A complaints review was conducted and the same essenz hlm was claimed for the same issue ten days earlier (livanova ref. (B)(4), MFR ref. 9611109-2024-00363). The essenz cockpit logs and the essenz patient monitor (epm) log files have not been provided for further analysis. Based on the investigation conducted for the previous instance of the event (livanova complaint (B)(4)), it cannot be excluded that a software-related fault led to the reported issue. Livanova research & development department has initiated an activity to better detail the root cause and implement corrective action.

Event description:
See initial report.